Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/29/2020. Additional h3 investigation summary: two photos were provided for analysis. Upon visual inspection of the pictures, two needle-suture pieces were noted and one of these needles appears to be broken . However, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pdm247, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, date of index surgical procedure. The diagnosis and indication for the index surgical procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? On what tissue was the needle used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What was the onset date of the intestinal obstruction from the index surgical procedure? Onset date? Was medical/surgical intervention provided for the intestinal obstruction? If yes, please describe. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the a patient underwent a myomectomy on (B)(6) 2019 and a barbed suture was used. During the procedure, the needle tip broke. The surgery was delayed for 4 hours to look for and remove the breakage piece. The patient is stable now but underwent intestinal obstruction due to the surgery delay. Additional information has been requested.